Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Troubleshooting was performed and the customer declined to remove their infusion set site to inspect the site for any damage. Reportedly, the customer reloaded the cartridge multiple times and cleared the alarms. Additionally, multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was able to reload the existing cartridge, clear the alarm, and resume insulin therapy. Customer's blood glucose level was 397 mg/dl.